Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer declined all further troubleshooting. Customer's blood glucose level was not provided.